Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer's blood glucose level was between 20 mg/dl to 600 mg/dl. The self-test passed. The customer received an error on the meter. The device was not returned.